Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in (B)(4) where it was inspected by a trained f&p service technician. Results: visual inspection of the returned neopuff revealed damage to the gas outlet port of the unit. Conclusion: it is most likely that the damage to the neopuff was caused by physical impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. We also note that the subject complaint device is more than 17 years old. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.".

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that an rd900 neopuff infant resuscitator had a broken gas outlet port. There was no reported patient involvement.